Event description:
Pt reported they received "one or one and a half" syringes of "juvederm" in the "corners of the mouth, laugh lines and nasolabial folds, orbital bone area, and under the eyes." Pt indicated they had initial swelling that resolved itself, but still has a "small bump" on the "right side corner of the mouth." The pt indicated they have received hyaluronidase treatments "four or five times," but the "small bump" has not resolved.

Manufacturer narrative:
Unique identifier (UDI)#: not applicable. Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events of swelling and a "small bump" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.